Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: review of primary surgical report provided did not reveal indications that the recommended surgical technique was not followed. The revision surgical report states that the tibial implant had subsided into medial cancellous bone. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: manufacturing documentation for the tibial component was reviewed and indicates that it was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to loosening.